Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's left ventricular lead exhibited complete loss of capture. The lead was explanted and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.

Event description:
New information noted that the patient's left ventricular lead was dislodged and that programming changes were made to deactivate the lead prior to the explant procedure.